Event description:
The following was reported to hamilton medical ag: the report from hospital say: using a ventilator to assist ventilation, the machine cannot be used, reported to the medical engineering department for repair, and did not cause any harm to the patient

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: using a ventilator to assist ventilation, the machine cannot be used, reported to the medical engineering department for repair, and did not cause any harm to the patient.